Event description:
The clip applier malfunctioned. It created a clip that was twisted and unusable.

Manufacturer narrative:
Evaluation summary: the reported condition of channel out of service was confirmed, but not duplicated during testing. The reported condition was due to a suspect external circumstances (wet tubing or moisture in the pump channel) due to failure code 810:04 occurred 4 seconds after the tube load event. Also failure code 589:317:1061:0000 occurred due to the pump was unplugged from ac & not powered off for 17 hours, 21 minutes, 59 seconds after the occurrence of failure code 810:04. Based on the evaluation the reported condition occurred before therapy was started. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. This device utilizes user interface module master software (B) (4) categorized as colleague 2006. (B) (4)

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Event description:
On (B) (6) 2009, the facilities director of materials reported to baxter global technical services that on (B) (6) 2009 one colleague cxe volumetric infusion pump with a channel out of service. The reported condition occurred while a patient was connected. Patient therapy was stopped. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Event description:
Patient was transferred from a bed to a chair with a maximove lifter by 2 caregivers. When the patient was in the sling above the chair, one of the clips cracked. The patient came down into the chair and was hanging in a skewed manner; no injuries were suffered.

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. (B) (4)